Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's touchscreen was frozen on the lock screen, and was not delivering insulin. Reportedly, the customer woke up with a blood glucose (bg) level over 600 mg/dl with ketones. The customer felt "near diabetic ketoacidosis" and went to the hospital; however, was unable to specify the date of the hospitalization. While at the hospital, the customer was treated with insulin IV drip, and released 2 days later with the issue resolved, and no permanent damage to the customer. Reportedly, the customer had allowed the pump battery to deplete completely. After plugging the pump back in and turning the pump back on, the pump began to function normally.